Event description:
The customer reported a collimator calibration error is being displayed. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the gib and reloaded calibration files. System operates as intended. (B)(4).